Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit runs on battery. However if running on the battery and then plug the unit into ac the unit will reboot. There is unknown patient involvement.